Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. The investigation findings revealed a defective pic-16 circuit board and lm 34 temperature sensor. The root cause for the defective components was due to the coolant leak from the cracked coolant march pump pvc fitting connection likely due to the aging of the device. The thermogard console is a reusable device and was manufactured in december 2011, and it is more than 9 years old and has exceeded its expected service life of 5 years. No physical damage to the console was observed during visual inspection. During the further visual inspection noted a cracked coolant march pump fitting connection leaking the coolant. The coolant march pump needs to be replaced to remedy the leak. In addition, unrelated to the reported complaint, the pump rotor head assembly was observed rusted likely due to the fluid ingress in the raceway assembly as a result of user mishandling. The damaged pump rotor head assembly needs to be replaced to address the issue. During initial functional testing, the console displayed a tcmid:05 error message upon power-up, thus confirming the reported complaint. The defective pic-16 circuit board and lm 34 temperature sensor need to be replaced to address the tcmid:05 error. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the reported event date. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint for thermogard with serial number (B)(4).

Event description:
During the device check, the customer reported the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message during the power-on-self-test (post). The customer rebooted the console several times, however, the error could not be cleared. No patient involvement.